Event description:
A monopolar electro-surgical cable was in use during a cholelithiasis case. When power was applied, the cable burned in two near the end that connected to the generator. The cable was replaced and the case was completed. No injuries were reported.